Event description:
It was reported that the device exhibited a last error code 1720. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose upstream occlusion sensor. The event history log was unable to be downloaded due to error code 1720 on the device display. Functional testing was able to duplicate the reported problem. It was determined that a broken wire on the backup capacitor was the root cause. The backup capacitor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.